Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to charged coupled device cable short circuit. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the bronchovideoscope, had image noise. There were no reports of patient involvement.